Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 308 and over 400 mg/dl. Customer was treated with injection. Customer stated that the change of site and reservoir and that resolved the high blood glucose level. The insulin pump will be returned for analysis.